Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a loss of therapy and return of symptoms. The patient reported that the ins was not helping since implant. The patient reported that he saw a manufacturer¿s representative (rep) to change the settings about a year prior to the report. The patient reported that his doctor severed the nerves in the affected area in (B)(6)2017. The patient reported that they cut 4 nerves on the right side and 4 nerves on the left side. The patient reported that the nerves that were cut that the stimulation was effecting. The patient reported that the doctor made the situation worse and wanted to know if he could still use the stimulator. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.